Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device not working and fracturing was not confirmed. Therefore, an assignable root cause was not determined. However, the device having an unexpected disengagement - battery/case/lid, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by germany that during service and evaluation, it was determined that the battery handpiece/modular device had an unexpected disengagement - battery/case/lid. It was further observed that the device had a cracked/damaged housing, a leak tightness test failure and would not run. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check roundness of housing, check fitting of the lid, check for wear on housing and check general function of device. It was noted in the service order that the device did not work following a fall (broken plastic part). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.